Event description:
A (B)(6) distributor contacted zoll customer support to report an electrode belt was reporting constant check therapy electrode pad and adjust belt messages. The distributor was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, check te pad messages) was confirmed. Upon investigation, distribution node (dn) to rear therapy electrode (te) cable pulse wire was broken from the solder joint in the dn. This resulted in an open pulse wire connection in the dn. The cause of the broken wire was a trunk cable that was pulled from the strain relief. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.